Manufacturer narrative:
(B)(4). Medwatch number: mw5065322.

Event description:
According to the reporter, the piece of plastic on the probe used with bone stimulator fell off during use. The piece was retrieved immediately.